Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by a technician, functional testing was performed and revealed vibration, and damaged components. This was attributed to normal wear. Various parts were replaced. Device was repaired and returned to the customer.

Event description:
Customer reported the shaft was broken and it was difficult to attach and remove the cutting burrs. This is report 1 of 1 for complaint (B)(4).